Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 02-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 58mm abdominal aortic aneurysm. It was reported that on a postoperative CT scan approximately 1 month post index procedure, an endoleak from the graft fabric was observed, and it was suspected to be a type iiib endoleak. As per the physician, the cause of the graft fabric endoleak is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: although the final angiography during the intervention showed a type ii endoleak from the lumbar artery, the suspected type iiia and iiib endoleaks were resolved, and the intervention was completed film evaluation summary: the exact cause of the reported type iii fabric endoleak and the precise endoleak type could not be determined from the films provided. A returned pre-implant 3d-CT film report revealed that the patient had a 55mm max diameter infrarenal aaa. The proximal neck was extensively calcified and contained thrombus, and the infrarenal neck was moderately angulated ~65 deg maximum. Films during implant were not available for review; however, it was reported that a type ii endoleak was confirmed at the conclusion of the implant. CT¿s returned from 1 week, 4 weeks, and 2- 1/2 months post-implant all showed that the aortic body and infrarenal neck were angulated at the flow divider ~65 deg relative to the distal aorta. A large area of calcification was observed within the neck at the bifurcate mid-body (anterior-left), and another larger calcified shelf was seen with the aaa sac near the level of the flow divider, adjacent to the origin of the anteriorly positioned contra gate. The maximum diameter aaa measured 55mm. The post-implant CT¿s showed contrast within the proximal sac near the contra limb origin adjacent to a large calcified shelf, and the contrast appeared continuous to another area of contrast seen near the contra gate ring. The exact source and cause of the endoleak could not be determined. It is possible that the endoleak seen near the flow divider was a type iiib fabric endoleak, possibly caused by external abrasion from the calcified shelf seen in contact with the bifurcate. Stent graft angulation may have exacerbated the abrasion. Since an endoleak initially was seen at 1 week post-implant, it is possible that this may have been caused during implant due to a procedural related issue. Although films during implant were not available, ballooning within the calcified anatomy cannot be ruled out as a potential cause of the endoleak. Lumbar arteries were seen near the level of the gate ring and it is possible that a type ii endoleak may have been the source of the contrast reported at implant, and may be the same source of the endoleak observed post-implant near the flow divider and the gate ring. The reported suspicious type iiia separation endoleak could not be confirmed; no component detachment was observed from the returned films. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that an intervention was performed approximately 4 months post index procedure with implantation of an endurant cuff above the flow divider and limbs implanted on the left and right. The limbs were implanted to extend 2cm above the flow divider to cover the area where the type iiib endoleak was suspected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the reported type iii fabric endoleak and the precise endoleak type could not be determined from the films provided. A returned pre-implant 3d-CT film report revealed that the patient had a 55mm max diameter infrarenal aaa. The proximal neck was extensively calcified and contained thrombus, and the infrarenal neck was moderately angulated ~65 deg maximum. Films during implant were not available for review; however, it was reported that a type ii endoleak was confirmed at the conclusion of the implant. CT¿s returned from 1 week, 4 weeks, and 2- 1/2 months post-implant all showed that the aortic body and infrarenal neck were angulated at the flow divider ~65 deg relative to the distal aorta. A large area of calcification was observed within the neck at the bifurcate mid-body (anterior-left), and another larger calcified shelf was seen with the aaa sac near the level of the flow divider, adjacent to the origin of the anteriorly positioned contra gate. The maximum diameter aaa measured 55mm. The post-implant CT¿s showed contrast within the proximal sac near the contra limb origin adjacent to a large calcified shelf, and the contrast appeared continuous to another area of contrast seen near the contra gate ring. The exact source and cause of the endoleak could not be determined. It is possible that the endoleak seen near the flow divider was a type iiib fabric endoleak, possibly caused by external abrasion from the calcified shelf seen in contact with the bifurcate. Stent graft angulation may have exacerbated the abrasion. Since an endoleak initially was seen at 1 week post-implant, it is possible that this may have been caused during implant due to a procedural related issue. Although films during implant were not available, ballooning within the calcified anatomy cannot be ruled out as a potential cause of the endoleak. Lumbar arteries were seen near the level of the gate ring and it is possible that a type ii endoleak may have been the source of the contrast reported at implant, and may be the same source of the endoleak observed post-implant near the flow divider and the gate ring. The reported suspicious type iiia separation endoleak could not be confirmed; no component detachment was observed from the returned films. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; there is suspicion of a type iiia separation endoleak also, observed on CT. It was reported during the index procedure, a reliant balloon was used for the stent graft ballooning. Ballooning was performed normally, not aggressively, at three sites - the proximal and distal neck, and the junction. If information is provided in the future, a supplemental report will be issued.